Event description:
While pipetting the hbc assay on summit no sample was delivered to well a12 of the microwell plate. No error was reported. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics complaint number 00431090.